Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered and will continue in the future to suffer severe and permanent bodily injuries and significant mental and physical pain, suffering, and economic losses. No other information is available.